Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march 2004. This device was manufactured before march 2004 and is included in this population. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory.

Event description:
Boston scientific crm received information that this device was part of a legal action and the male patient passed away three years ago. No allegations against the functioning of the device were reported at the time of death. A death certificate was provided to our company, and an autopsy was not performed. A review of the death certificate revealed the cause of death was attributable to cardiac arrhythmia and atrial fibrillation. As this death was handled by a crematory, it is believed that the device was explanted. Boston scientific crm has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory, insignia microcrystal failure mode 1 population (2005).